Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. Additionally, a specific cause for the patient's arrhythmia, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively be determined through this evaluation. The submitted log file contained data from 21aug2021 through 27aug2021. An active driveline fault alarm that was manually silenced was observed throughout the entirety of the file. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Section of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with implantable cardioverter-defibrillator (ICD) shock on (B)(6) 2021. Interrogation of the log files revealed driveline fault alarms.